Manufacturer narrative:
This report is submitted on 19 january 2021.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.

Event description:
Per the clinic, the patient experienced a bone infection. Additional information has been requested but has not been made available as of the date of this report.